Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button was intermittently responsive for about a month. Patient reported that there was no visible damage or trauma to the pump and there was no evidence of moisture or corrosion within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/12/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory functions. The ¿ok¿ button responded properly while the remaining buttons responded intermittently. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.